Event description:
A medtronic representative received a report that a surgeon was performing a lumbar fusion (l4-l5) on a patient with spondylisthesis, using a navigation system, imaging system and awl / probe / tap (apt) driver. When using the apt driver to place legacy screws, the driver did not work properly during the first screw placement. No further details regarding the issue were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system or the apt driver to place the remainder of the screws. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement device shipped to site (B)(4) 2015. Suspect apt driver was reported to have been discarded; part will not be returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative reported that there was no alleged inaccuracy requiring the surgeon to move the screw. The surgeon just decided he wanted to move the screw placement.

Manufacturer narrative:
Patient ID, age and weight provided. Further details regarding the nature of the event were reported: the apt driver was loose. Once the surgeon placed the first screw, he wanted to remove it, but couldn't due to the unscrew mechanism not working. The surgeon did not use the apt for the rest of the case. He completed the procedure using only the awl/probe/tips without the driver.